Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 1627487-2021-01960. It was reported that patient's leads migrated down. Issue was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2021 where in the leads were repositioned back to original location, restoring effective therapy.